Manufacturer narrative:
Insulin pump received with moisture damage on keypad traces. No button error alarms noted, all buttons function properly. Insulin pump received with a cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error and the buttons were unresponsive. Customer's blood glucose was 142 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.